Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed for setup-air bubble, which was not reproduced. Failed for setup-air bubble was verified through a review of the event history log and the cause was identified when evaluation found continuity across the ultrasonic crystals. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed for setup-air bubble. There was no patient involvement. No additional information is available.